Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05541 for the spyscope ds ii access & delivery catheter and 3005099803-2024-05653 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during a standard cholangioscopy with ehl procedure for the treatment of stones on (B)(6) 2024. It was reported that the spyscope lost visualization and the loading screen appeared after 15 minutes of the procedure. The patient began to struggle under sedation before they could replace it with a new spyscope and they elected to temporise with stents and bring the patient back for a repeat procedure under general anesthesia. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05541 for the spyscope ds ii access & delivery catheter and 3005099803-2024-05653 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during a standard cholangioscopy with ehl procedure for the treatment of stones on (B)(6) 2024. It was reported that the spyscope lost visualization and the loading screen appeared after 15 minutes of the procedure. The patient began to struggle under sedation before they could replace it with a new spyscope and they elected to temporise with stents and bring the patient back for a repeat procedure under general anesthesia. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the returned spyscope ds ii was analyzed. An image assessment for visualization was performed. Upon plugging the device into the controller, a brief poor quality image was displayed, black and blue lines appeared on the screen followed by the initialization screen and then loss of image. Articulation of the catheter working length using the steering wires at the handle had no effect on restoring an image. An x-ray assessment of the device was conducted to check for problems related to the camera wire. X-ray assessment near the distal cap shows damage to the camera wires in the form of a break and potential corrosion of camera wires. The handle was opened and the electrical components inside were inspected visually. There was no procedural residue seen in the plastic optic fibers (pof). Visual assessment of the glue feature showed no problems. The reported complaint of loss of visualization was confirmed. Product analysis found the presence of wire damage in the form of nicked camera wire insulation and a break with wire conductors. Product analysis results indicate that the most probable failure mode for this device was camera wire damage causing an open circuit in the camera signal. The appearance of an initialization screen upon initial insertion indicates that the camera was properly calibrated and checked for an image per manufacturing documents, suggesting that the camera wire was intact throughout manufacturing. However, the camera wire is enclosed within the catheter once manufacturing is complete, therefore, it is likely that assembly process steps and subsequent handling of the device left the camera wire in a vulnerable state, leading to the wire fracture and image issues during field use. Therefore, based on all gathered information, the most probable cause selected for the visualization issue is quality control deficiency. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.